Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed and no physical damage was noted upon receipt. A review of the archive was performed and user advisory (ua) 2(compression tracking error) was observed on the first compression on the date when problem occurred ((B)(6) 2016). The device passed functional testing without any fault or error report. In summary the customer's reported complaint was confirmed. Ua 2 occurs as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), and the load sensors do not see the expected increase in load. The archive data revealed that the size of the patient was too small during the take up. The load cell characterization test confirmed that both load cell modules are functioning within the specification. In summary the probable root cause for the reported complaint can be the patient/object was not placed on device correctly or possible movement of patient/object or the ap during take up. The functional test was performed with the 95% patient test fixture with a good known batteries for an hour and device passed all the functional testing.

Event description:
It was reported that when customer performed an in-service the bands would contract but would never start any compressions. No reported user advisory seen on the screen. No patient involvement reported.